Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that system is having power up issues. There was no reported patient involvement. Based on the information available and the testing conducted onsite, the cause of the reported problem was that the battery required to be calibrated. The device was operational after recalibrating the battery. The device remains at the customer's facility. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has power up issues. There was no reported patient involvement.